Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and a manufacturer representative. It was reported that the patient was having problems with the ins and that their ins was hurting them ¿real bad,¿ to the point where they could not sleep at night. The caller stated the ins was hurting the side it was implanted on, that this was causing them not to sleep and they were peeing all night and using 6 pull ups at night. The patient stated the ins was not working right and that it was not working for their symptoms. The caller stated they were told by a health care physician (hcp) they had ¿10 and only 4 percent¿ was ¿working so 6¿ aren¿t ¿working.¿ patient services could not clarify what the caller was referring to. The caller stated that when they were back in orlando, fl, they saw a manufacturer representative (rep) and they were told the ins had shifted and they turned the ins off. The caller stated they wanted the ins removed but they did not want to pay for it. It was also noted the caller did not want to troubleshoot on the phone. The caller was redirected to follow up with an hcp to discuss their symptoms. The caller currently did not have a hcp so hcp listings were sent to the caller. An e-mail was sent to a rep who replied they would look into it. On 2018-sep-27 a rep replied to an inquiry regarding a manufacturer representative telling the patient at an office visit in orlando, fl that the ins had shifted and the ins was turned off that they were the rep who saw the patient. The rep noted it was early in the year, maybe january-february time frame that they were notified. The rep reported at the time the patient was booked for a full revision but the day before the surgery the patient told the hospital due to the out of pocket expense they could not afford, they had to cancel. On 2018-sep-27 the rep replied once more the inquiry of the reason for the planned revision that was cancelled was that they had run an impedance check and all the programs were bolded with an error. The rep noted that the patient had also been feeling the stimulation down their leg and near the battery site. The health care physician (hcp) had made the decision to move forward with the revision. There were no further complications reported/anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that they had been having pain in their back at the implant site and also experienced intermittent shocking up and down their back. The patient reported that they would ¿holler out¿ when this happened. The patient reported that they did not have aaa batteries to put into the patient programmer at the time of the report so troubleshooting was limited.

Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) include: product ID: 3889-28, lot# va0rk3w, implanted: (B)(6) 2015, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the stimulation near the battery site, the ins not working, and the stimulation down the leg was due to lead migration per manufacturer representative. It was mentioned that the patient could turn off the device until he was able to do either a revision or removal. It was also noted that the health care professional will place a new system and remove the old one. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Product ID 3889-28 lot# va0rk3w serial# implanted: (B)(6)2015 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the issue of pain and the shocking sensation had not been resolved.